Event description:
A customer reported a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with comprehensive steps to reset the pump, and after following these instructions, the cgm error did not reappear. The customer successfully initiated a new sensor session.